Event description:
Customer reported that a dialyzer leaked blood directly during start up of hemodialysis treatment. Blood loss amount was lower than 300 ml. Pt was ok and no clinical intervention was needed. This was the first event.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.